Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on: 2021-03-15. H6: investigation summary: seven open 31g x 5mm pen needle samples were returned from an unknown lot. No., cat. No. 320660. Visual examination and a functionality test was carried out on all seven samples and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported that the pen ndl 32g 4mm 5ct sample intl roche experienced an inner shield/outer cover/cap that would not attach/detach. The following information was provided by the initial reporter: the pharmacy has received a complaint regarding accufine 5mm. In about half of the accufine the protective plastic cover has not come off. The pharmacy has disposed of many of them and there are only a few left.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter fax #: (B)(6). Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Investigation conclusion: no samples or photos were returned for analysis.

Event description:
It was reported that the pen ndl 32g 4mm 5ct sample intl roche experienced an inner shield/outer cover/cap that would not attach/detach. The following information was provided by the initial reporter: the pharmacy has received a complaint regarding accufine 5mm. In about half of the accufine the protective plastic cover has not come off. The pharmacy has disposed of many of them and there are only a few left.